Event description:
It was reported by the customer "on (B)(6) 2023, he performed central venous catheter care for the patient, and found that the catheter fixer was not firmly fixed, and the catheter fixation may cause the risk of duct slippage infection. After discovery, the fixation was replaced immediately, and after follow-up observation, the patient's body had no obvious abnormalities." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.